Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for left ventricular pacing lead impedance out of range. The measurement was 2016 ohms and review of the data identified a gradual increase over the past three months. Presenting and stored electrograms (egms) showed device function as programmed. The lead remains in service and no adverse patient effects were reported. It was reported that an alert had been generated for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended. Review of the stored data identified lvat was suspended due to fusion events. Additionally, there have not been any successful lvat attempts over the past week which corresponds to the change in lv impedance measurements previously reported. The clinical observations were documented. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for left ventricular pacing lead impedance out of range. The measurement was 2016 ohms and review of the data identified a gradual increase over the past three months. Presenting and stored electrograms (egms) showed device function as programmed. The lead remains in service and no adverse patient effects were reported.